Event description:
Received information stating while the ventilator was on a patient, the unit went into an alert condition. The patient was removed from the ventilator without any change in therapy. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. It was determined a user error during setup. The unit passed extended self testing.